Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a blood leak occurred with the fx coral dialyzer during the patient's hemodiafiltration (hdf) treatment. The reported issue occurred 2 hours and 45 minutes after treatment initiation. The event was described as a membrane leak. No serious injury or medical intervention was reported. The patient's estimated blood loss (ebl) is approximately 50 ml. The patient was reinfused. The dialyzer was replaced in order to continue treatment. The complaint sample was reported to be available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Event description:
It was reported to fresenius that a blood leak occurred with the fx coral dialyzer during the patient's hemodiafiltration (hdf) treatment. The reported issue occurred 2 hours and 45 minutes after treatment initiation. The event was described as a membrane leak. No serious injury or medical intervention was reported. The patient's estimated blood loss (ebl) is approximately 50 ml. The patient was reinfused. The dialyzer was replaced in order to continue treatment. The complaint sample was reported to be available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was not returned to the manufacturer for physical evaluation. However photographs were provided that were visually examined and confirmed the reported event. An analysis of the retained samples was not performed due to the high unlikelihood of failure detection from 100% testing and the small number of reserve samples available. A batch record review was completed. 57,600 devices originated from this lot that were inspected to protocol and were found to be conforming to specification. No indication for any relationship with the reported failure mode has been found during the review. Although the devices are 100% tested for leaks (via bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases.

Event description:
It was reported to fresenius that a blood leak occurred with the fx coral dialyzer during the patient's hemodiafiltration (hdf) treatment. The reported issue occurred 2 hours and 45 minutes after treatment initiation. The event was described as a membrane leak. No serious injury or medical intervention was reported. The patient's estimated blood loss (ebl) is approximately 50 ml. The patient was reinfused. The dialyzer was replaced in order to continue treatment. The complaint sample was reported to be available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Correction: g3 (date received). The date received on the initial MDR report was incorrectly provided as 5/23/23. The correct date is 5/5/23.